Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the image depicts the mesh into the abdominal wall. The textile seems to match to pcox textile (y50). A hole of around 7 x 12 pores is visible in the middle of the mesh, leading to a recurrence of the hernia. Cannot confirm the mesh and hole dimensions. It was reported that the mesh had just torn right in the midline. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on post operative laparoscopic incisional herniorrhaphy, the patient experienced a recurrence of hernia. The patient was taken back to surgery to performed robotic repair with reduction and repair of incarcerated ventral hernia with mesh. The patient had a lot of adhesions around the previously placed mesh. The surgeon found that there was about a 3 cm. To 4 cm. Defect in the mesh right in the midline. It looked like the mesh had just torn right in the midline or failed. Tissue damage was noted as the patient had a recurrence. The surgeon closed the mesh, after incorporating the hernia sac into that closure, the surgeon reinforced it with another piece of mesh from another company.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.